Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced prolonged hypoglycemia while using a g7 sensor, with a documented low of 40 mg/dl over approximately six hours; the user reported stress, announced two meals while hyperglycemic, and observed the ilet dosing insulin frequently. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral carbohydrates including juice, cookie, and a candy bar, with no professional medical intervention and no hospitalization. Investigation included customer support troubleshooting and education regarding appropriate ilet use and hypoglycemia management. Investigation of this case revealed no device alarms and no reported hardware issues; inappropriate meal announcements during hyperglycemia and user stress were discussed as potential contributors while the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.